Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, during the cerebral angiography procedure for the patient, it was found that the end of the 5f cordis sim1 tempo contrast catheter was broken and leaked when it was connected to the syringe to push the contrast medium. The doctor connected to the syringe, then contrast media sprayed all over the operator. There was no reported injury to the patient. Without the return of the device or images for analysis, the reported customer events ¿luer hub-leakage¿ and ¿luer hub-damaged¿ could not be confirmed. Handling factors such as overtightening the syringe to the luer may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, during the cerebral angiography procedure for the patient, it was found that the end of the 5f cordis sim1 tempo contrast catheter was broken and leaked when it was connected to the syringe to push the contrast medium. The doctor connected to the syringe, then contrast media sprayed all over the operator. There was no reported injury to the patient. The device will not be returned for evaluation as it was discarded and not available for testing.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the cerebral angiography procedure for the patient, it was found that the end of the 5f cordis sim1 tempo contrast catheter was broken and leaked when it was connected to the syringe to push the contrast medium. The doctor connected to the syringe, then sprayed all over with the water there was no reported injury to the patient. The device will not be returned for evaluation as it was discarded and not available for testing. The hospital reported it as an adverse event to the china nmpa directly.